Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ("she was eight to twelve weeks pregnant with twins (pregnancy was deemed to be high risk due to presence of essure)"), high risk pregnancy ("pregnancy was deemed to be high risk due to presence of essure"), premature separation of placenta ("the risk of placental abruption was so great that, she was induced into labor at only 27 weeks gestation"), device dislocation ("migrated essure micro-insert"), pelvic pain ("severe, pelvic pain when not menstruating/pain/pelvic pain"), dysmenorrhoea ("severe pain during menstruation/dysmenorrhea (cramping)"), menorrhagia ("heavy bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection fungal ("urinary tract infections /yeast") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in a 30-year-old female patient who had essure (batch no. A66678) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "she was pregnant". The patient's past medical history included multigravida, parity 4 (caesarean (c-)sections on (B)(6) 2006 and (B)(6) 2009, live birth (B)(6) 2016 and (B)(6) 2016), miscarriage, cholecystectomy in 2000, salpingo-oophorectomy unilateral from 2003 to 2004, breast lump removal (right breast lump.) In 2000, pid pelvic inflammatory disease and ectopic pregnancy in 2003. Concurrent conditions included bleeding gastric ulcer and acid reflux (oesophageal). On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)") and weight fluctuation ("weight fluctuations"). In 2015, the patient experienced high risk pregnancy (seriousness criteria medically significant and intervention required) and premature separation of placenta (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) with abnormal weight gain, hormone level abnormal and nausea. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain/cramping when not menstruating"), back pain ("lower back pain when not menstruating"), vaginal discharge ("vaginal discharge"), urinary tract infection fungal (seriousness criterion medically significant), vomiting ("vomiting during menstruation"), anxiety ("anxiety") and depression ("depression"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with omeprazole (prilosec), alternative therapy (she was induced into labor at only 27 weeks gestation), alternative therapy (she was induced into labor at only 27 weeks gestation), alternative therapy (she was induced into labor at only 27 weeks gestation), surgery (dilation and curettage on (B)(6) 2015) and surgery (dilation and curettage on (B)(6) 2015). At the time of the report, the pregnancy with contraceptive device had resolved and the high risk pregnancy, premature separation of placenta, device dislocation, pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain lower, dyspareunia, back pain, vaginal discharge, urinary tract infection fungal, vomiting, weight fluctuation, anxiety, depression and vaginal haemorrhage outcome was unknown. The pregnancy outcome was reported as a live birth of multiple neonates, all of them with health problems. The vaginal delivery occurred on (B)(6) 2016. The reporter considered abdominal pain lower, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, high risk pregnancy, menorrhagia, pelvic pain, pregnancy with contraceptive device, premature separation of placenta, urinary tract infection fungal, vaginal discharge, vaginal haemorrhage, vomiting and weight fluctuation to be related to essure. No further causality assessment were provided for the product. The reporter commented: as part of her assessment in the ed, blood was drawn, the results of which revealed that plaintiff was pregnant. Plaintiff 's pregnancy was deemed to be high risk and, as a result, she and her babies had to be closely monitored throughout the course of the pregnancy to make sure that the 22 placenta was not in danger of being ruptured. Following their delivery, the twins were immediately placed on ventilators and transported to the neonatal intensive care unit (nicu), where they remained for the next 55 days. Additionally, both twins have been diagnosed with heart murmurs and require close monitoring by their healthcare providers. Fact, the risk of placental abruption was so great that, on (B)(6) 2016, plaintiff was induced into labor at only 27 weeks gestation. Plaintiff and doctor have discussed various treatment options, and are in the process of scheduling surgery to remove the essure micro-insert. Both of the ostia were visualized, so we proceeded to introduce the essure device on the right side, but that was not possible so we moved to the left side and that was easily introduced without any problems. This case refers to the mother. For child cases, please refer to child 1: 2017-133127; and child 2: 2017-133131. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.02 kgs. Blood test - in (B)(6) 2015: pregnancy confirmed. Hysterosalpingogram - in (B)(6) 2010: full occlusion of fallopian tubes a follow-up ultrasound was performed, which confirmed that plaintiff was not only pregnant, but that she was approximately eight to twelve weeks pregnant with twins. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of premature separation of placenta ("the risk of placental abruption was so great that, she was induced into labor at only (B)(6) gestation"), high risk pregnancy ("she was (B)(6) pregnant with twins (pregnancy was deemed to be high risk due to presence of essure)"), pregnancy with contraceptive device ("she was (B)(6) pregnant with twins (pregnancy was deemed to be high risk due to presence of essure)") and device dislocation ("migrated essure micro-insert") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "she was pregnant". In (B)(6) 2009, the patient had essure inserted. In 2015, the patient experienced high risk pregnancy (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced weight increased ("unusual weight gain"), hormone level abnormal ("hormonal changes") and the first episode of nausea ("she often felt sick to her stomach"). In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced premature separation of placenta (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), pelvic pain ("severe, pelvic pain when not menstruating"), dysmenorrhoea ("severe pain during menstruation"), menorrhagia ("heavy bleeding during menstruation"), abdominal pain lower ("lower abdominal pain/cramping when not menstruating"), dyspareunia ("painful intercourse"), back pain ("lower back pain when not menstruating"), vaginal discharge ("vaginal discharge"), urinary tract infection ("urinary tract infections"), the second episode of nausea ("nausea"), vomiting ("vomiting during menstruation"), weight fluctuation ("weight fluctuations"), anxiety ("anxiety") and depression ("depression"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with alternative therapy (she was induced into labor at only (B)(6) gestation), alternative therapy (she was induced into labor at only (B)(6) gestation) and alternative therapy (she was induced into labor at only (B)(6) gestation). At the time of the report, the premature separation of placenta, high risk pregnancy, pregnancy with contraceptive device, pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain lower, dyspareunia, back pain, vaginal discharge, urinary tract infection, the last episode of nausea, vomiting, weight fluctuation, anxiety, depression, weight increased and hormone level abnormal outcome was unknown. The pregnancy outcome was reported as a live birth of multiple neonates, all of them with health problems. The vaginal delivery occurred on (B)(6) 2016. The reporter considered abdominal pain lower, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, high risk pregnancy, hormone level abnormal, menorrhagia, pelvic pain, pregnancy with contraceptive device, premature separation of placenta, urinary tract infection, vaginal discharge, vomiting, weight fluctuation, weight increased, the first episode of nausea and the second episode of nausea to be related to essure. The reporter commented: as part of her assessment in the ed, blood was drawn, the results of which revealed that plaintiff was pregnant. Plaintiff 's pregnancy was deemed to be high risk and, as a result, she and her babies had to be closely monitored throughout the course of the pregnancy to make sure that the 22 placenta was not in danger of being ruptured. Following their delivery, the twins were immediately placed on ventilators and transported to the neonatal intensive care unit (nicu), where they remained for the next 55 days. Additionally, both twins have been diagnosed with heart murmurs and require close monitoring by their healthcare providers. Fact, the risk of placental abruption was so great that, on (B)(6) 2016, plaintiff was induced into labor at only (B)(6) gestation. Plaintiff and doctor have discussed various treatment options, and are in the process of scheduling surgery to remove the essure micro-insert. This case refers to the mother. For child cases, please refer to child 1: (B)(6); and child 2: (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: full occlusion of fallopian tubes. A follow-up ultrasound was performed, which confirmed that plaintiff was not only pregnant, but that she was approximately (B)(6) pregnant with twins. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('she was eight to twelve weeks pregnant with twins (pregnancy was deemed to be high risk due to presence of essure)'), high risk pregnancy ('pregnancy was deemed to be high risk due to presence of essure'), premature separation of placenta ('the risk of placental abruption was so great that, she was induced into labor at only 27 weeks gestation'), device dislocation ('migrated essure micro-insert'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), pelvic pain ('severe, pelvic pain when not menstruating/pain/pelvic pain'), dysmenorrhoea ('severe pain during menstruation/dysmenorrhea (cramping)'), menorrhagia ('heavy bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia)') and urinary tract infection ('urinary tract infections /yeast') in a 30-year-old female patient who had essure (batch no. A66678) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "she was pregnant". The patient's medical history included salpingo-oophorectomy unilateral from 2003 to 2004, ectopic pregnancy in 2003, cholecystectomy in 2000, breast lump removal (right breast lump.) In 2000, multigravida, parity 4 (caesarean (c-)sections on (B)(6) 2006 and (B)(6) 2009, live birth (B)(6) 2016 and (B)(6) 2016), miscarriage and pid pelvic inflammatory disease. Concurrent conditions included bleeding gastric ulcer, acid reflux (oesophageal) and pancreatitis chronic. Concomitant products included celecoxib (celebrex), oxycodone hydrochloride;paracetamol (percocet), pancrelipase (pancreaze) and promethazine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), urinary tract infection (seriousness criterion medically significant), weight fluctuation ("weight fluctuations") and vulvovaginal mycotic infection ("chronic yeast infection"). In 2015, the patient was found to have a high risk pregnancy (seriousness criteria medically significant and intervention required) and experienced premature separation of placenta (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) with abnormal weight gain, hormone level abnormal and nausea. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain/cramping when not menstruating"), back pain ("lower back pain when not menstruating"), vaginal discharge ("vaginal discharge"), vomiting ("vomiting during menstruation"), anxiety ("anxiety") and depression ("depression"). The patient was treated with fluconazole (diflucan), hydrocodone bitartrate;paracetamol (vicodin), omeprazole (prilosec), paracetamol (tylenol), surgery (dilation and curettage on (B)(6) 2015) and she was induced into labor at only 27 weeks gestation. At the time of the report, the pregnancy with contraceptive device had resolved and the high risk pregnancy, premature separation of placenta, device dislocation, vaginal haemorrhage, pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain lower, dyspareunia, back pain, vaginal discharge, urinary tract infection, vomiting, weight fluctuation, anxiety, depression and vulvovaginal mycotic infection outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of multiple neonates, all of them with health problems. The vaginal delivery occurred on(B)(6) 2016. The reporter considered abdominal pain lower, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, high risk pregnancy, menorrhagia, pelvic pain, pregnancy with contraceptive device, premature separation of placenta, urinary tract infection, vaginal discharge, vaginal haemorrhage, vomiting, vulvovaginal mycotic infection and weight fluctuation to be related to essure. The reporter commented: as part of her assessment in the ed, blood was drawn, the results of which revealed that plaintiff was pregnant. Plaintiff 's pregnancy was deemed to be high risk and, as a result, she and her babies had to be closely monitored throughout the course of the pregnancy to make sure that the 22 placenta was not in danger of being ruptured. Following their delivery, the twins were immediately placed on ventilators and transported to the neonatal intensive care unit (nicu), where they remained for the next 55 days. Additionally, both twins have been diagnosed with heart murmurs and require close monitoring by their healthcare providers. Fact, the risk of placental abruption was so great that, on (B)(6) 2016, plaintiff was induced into labor at only 27 weeks gestation. Plaintiff and doctor have discussed various treatment options, and are in the process of scheduling surgery to remove the essure micro-insert. Both of the ostia were visualized, so we proceeded to introduce the essure device on the right side, but that was not possible so we moved to the left side and that was easily introduced without any problems. This case refers to the mother. For child cases, please refer to child 1: (B)(4); and child 2: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.02 kgs. Blood test - in (B)(6) 2015: results: pregnancy confirmed.. Hysterosalpingogram - in (B)(6) 2010: results: full occlusion of fallopian tubes; on 01-may-2013: total bilateral occlusion.. A follow-up ultrasound was performed, which confirmed that plaintiff was not only pregnant, but that she was approximately eight to twelve weeks pregnant with twins. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-oct-2019: pfs received. Event added: chronic yeast infection. Event pt term updated from ¿urinary tract infection fungal¿ to ¿urinary tract infection¿. Medical history, lab data, treatment and concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ("she was eight to twelve weeks pregnant with twins (pregnancy was deemed to be high risk due to presence of essure)"), high risk pregnancy ("pregnancy was deemed to be high risk due to presence of essure"), premature separation of placenta ("the risk of placental abruption was so great that, she was induced into labor at only 27 weeks gestation"), device dislocation ("migrated essure micro-insert"), pelvic pain ("severe, pelvic pain when not menstruating/pain/pelvic pain"), dysmenorrhoea ("severe pain during menstruation/dysmenorrhea (cramping)"), menorrhagia ("heavy bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection fungal ("urinary tract infections /yeast") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in a female patient who had essure (batch no. A66678) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "she was pregnant". The patient's past medical history included multigravida, parity 4 (caesarean (c-)sections on (B)(6) 2006 and (B)(6) 2009, live birth (B)(6) 2016 and (B)(6) 2016) and miscarriage. Concurrent conditions included bleeding gastric ulcer and acid reflux (oesophageal). On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)") and weight fluctuation ("weight fluctuations"). In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) with weight increased, hormone level abnormal and nausea. In 2015, the patient experienced high risk pregnancy (seriousness criteria medically significant and intervention required) and premature separation of placenta (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain/cramping when not menstruating"), back pain ("lower back pain when not menstruating"), vaginal discharge ("vaginal discharge"), urinary tract infection fungal (seriousness criterion medically significant), vomiting ("vomiting during menstruation"), anxiety ("anxiety") and depression ("depression"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with omeprazole (prilosec) and narcotics nos for pain, she was induced into labor at only 27 weeks gestation, and underwent dilation and curettage on (B)(6) 2015. At the time of the report, the pregnancy with contraceptive device had resolved and the device dislocation, pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain lower, dyspareunia, back pain, vaginal discharge, urinary tract infection fungal, vomiting, weight fluctuation, anxiety, depression, and vaginal haemorrhage outcome was unknown. The pregnancy outcome was reported as a live birth of multiple neonates, all of them with health problems. The vaginal delivery occurred on (B)(6) 2016. The reporter considered abdominal pain lower, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, high risk pregnancy, menorrhagia, pelvic pain, pregnancy with contraceptive device, premature separation of placenta, urinary tract infection fungal, vaginal discharge, vaginal haemorrhage, vomiting, and weight fluctuation to be related to essure. The reporter commented: as part of her assessment in the ed, blood was drawn, the results of which revealed that plaintiff was pregnant. Plaintiff 's pregnancy was deemed to be high risk and, as a result, she and her babies had to be closely monitored throughout the course of the pregnancy to make sure that the 22 placenta was not in danger of being ruptured. Following their delivery, the twins were immediately placed on ventilators and transported to the neonatal intensive care unit (nicu), where they remained for the next 55 days. Additionally, both twins have been diagnosed with heart murmurs and require close monitoring by their healthcare providers. Fact, the risk of placental abruption was so great that, on (B)(6) 2016, plaintiff was induced into labor at only 27 weeks gestation. Plaintiff and doctor have discussed various treatment options, and are in the process of scheduling surgery to remove the essure micro-insert. This case refers to the mother. For child cases, please refer to child 1: (B)(4); and child 2: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.027 kgs. Blood test - in august 2015: pregnancy confirmed. Hysterosalpingogram - in (B)(6) 2010: full occlusion of fallopian tubes. A follow-up ultrasound was performed, which confirmed that plaintiff was not only pregnant, but that she was approximately eight to twelve weeks pregnant with twins. Most recent follow-up information incorporated above includes: on (B)(6) 2018: lot number added. New event added- abnormal bleeding (vaginal, menorrhagia) and chronic yeast infections/urinary tract infections (utis). Lab data added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.